Event description:
It was reported that during a peripheral angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and calcified superficial femoral artery (sfa). The 4.0mm sterling balloon ruptured during the 2nd inflation at 12 atmospheres. No patient injuries and complications were reported during the procedure. The procedure was successfully completed with a different device. Patient's status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specification at the time of release to distribution. The most probable root cause is considered operational context.